Event description:
The pt was reportedly experienced drainage from the implant site since implant surgery. From (B)(6) 2013 to (B)(6) 2014, the pt was treated with tetracycline. The treatment was resumed recently due to weeping from the incision site. On (B)(6) 2014, a small elliptical skin excision was performed in the doctor's office. On (B)(6) 2014, a skin biopsy was performed due to an inflamed granulation tissue and scar tissue formation. The pt is being monitored.